Manufacturer narrative:
Concomitant medical devices: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "racing" in their stomach (where implantable pulse generator (ipg) is located). The right ventricular (rv) lead exhibited intermittent noise, oversensing and impedance warning. The right atrial (ra) lead exhibited intermittent noise and oversensing. The ra lead was reprogrammed and remains in use. The rv lead remains in use. No further patient complications have been reported as a result of this event.